Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when dividing bronchus, the stapler fired normally for the first time and then when the levers were squeezed but the staple failed to deploy. Replaced the stapler and the staple to continue. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.